Event description:
The pocc alleges this lot of strips is bad. A study was performed using patient's blood samples on both the inform meter and from the lab. The following are results obtained during the study: inform - 285 mg/dl and lab = 26 mg/dl, inform = 295 mg/dl and lab = 46 mg/dl, inform = 341 mg/dl and lab = 90 mg/dl. The pocc states patients were not treated based on these values. Both controls were run and were in range. No report of an adverse event. Return requested and replacement was sent.